Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown. The customer reported that they are able to complete the insulin pump rewind. The customer had performed the self test and pump error alarm was occurred during the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump error 63 alarm confirmed in the insulin pump history due to broken trace on keypad assembly.